Event description:
It was reported that this was an arteriotomy closure of the heavily calcified left common femoral artery using the pre-close technique via a 9f sheath hole prior to an endoprosthesis interventional procedure. Reportedly, the suture of the first proglide device broke during step 3 and was cut during removal. The foot of the second device got stuck in the vessel. A nick and spread was performed in the vessel to remove the second device. The endoprosthesis procedure was completed with the 9f sheath. Hemostasis was achieved via manual suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Returned device analysis of the second device identified that the guide was separated. Two more proglide devices were received by the abbott returned goods lab. Analysis of the third device found that the link was separated from the swage end of the posterior cuff [suture break]. Analysis of the fourth device found that the suture was returned caught in the posterior foot [suture retrieval issue]. There was no information reported regarding these devices. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned pouch. The unspecified failure mode could not be tested as some components were not returned. Review of the production records and corrective and preventive actions (CAPA) reviews were not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Without the specified failure mode a conclusive cause for the reported event could not be determined; however the treatment appears to be related to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose proglide devices referenced in b5 are filed under separate medwatch report numbers.